Event description:
According to the reporter, during the hemicolectomy, while firing on the colon, the cartridge was stuck and did not fire. The surgeon was able to press the green button and squeezed the handle. To resolve the issue, the surgeon used another company's product. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.